Manufacturer narrative:
Per sample evaluation this complaint is confirmed for torn frame material resulting in the detachment of a portion (strut) of the frame. The sample evaluation found no manufacturing anomalies. Visual evaluation finds the echo 2 ps frame material was inadvertently torn to the point of detachment with forces applied while removing the frame through a 8 mm trocar. Per the instructions-for-use the recommended trocar size for product code 5991015 is 10 mm. This complaint is confirmed with a use related root cause as the surgeon used an 8 mm trocar during the procedure and not a 10 mm trocar as is recommended in the instructions-for-use. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of 186 units released for distribution in march 2019.

Event description:
It was reported that on (B)(6) 2019 a first time user of the ventralight st w/ echo 2 ps was performing a laparoscopic cholecystectomy and ventral hernia repair. As reported 8 mm trocars were placed on both side of the abdomen. After successfully placing ventralight st mesh the surgeon pulled on the frame about a cm or 2 from the edge to pull out through the 8 mm trocar. As reported the surgeon was exerting additional force when removing the frame. It was noted that a strut detached from the frame and was left in the trocar. The strut was located and retrieved and there was no injury to the patient.